Event description:
It was reported that stated that doctor feels as though the navio plan is faulty. Since it was indicated that the initial femoral size recommendations are always larger than what is actually visible on the patient. When attempting to downsize the femoral component on the navio plan, noted this would cause to resect more than needed posteriorly. As a result, when planning, now routinely places the component posterior which causes the plan to look as though doctor will be notching anteriorly. However, when checking anterior cut, it is flush with the anterior cortex. Indicated that it may be the anatomic mesh which is not being created accurately.

Manufacturer narrative:
H10: h3, h6: the navio surgical system was intended for use in treatment and case screenshots and log files were returned for evaluation. DHR review found that the software version (navio 5.2) has been validated. A complaint history review found no similar reports, as the 1 complaint in the review is this complaint, and this issue will continue to be monitored. The navio surgical system: surgical technique for total knee arthroplasty was reviewed and it has information regarding proper planning and implant sizing instructions for femoral component. Additionally, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. The navio surgical system logs were returned for evaluation and an initial visual/functional inspection did not confirm the reported problem. Log files showed no errors relating to the implant sizing. The case data was evaluated and found that the implant sizing algorithm appears to be functioning as expected. In general, the femoral implant initial sizing is calculated by measuring the distance (in the a/p direction) between the anterior notch point (collected as a landmark point) and the most posterior points in the free point collection mesh. When the size dictates that the implant is not an exact fit to a/p size the software always errors on the side of "sizing up". This is not meant to be a final implant size and should always be subject to the surgeon's expertise and technique in the planning phase. It was also noticed that there was a gap in the free point collection between the tidemark points on the femur and the anterior notch points. Fully collecting these points will assist in creating a more accurate bone mesh and subsequently, a better indication of notching. The root cause of this issue was determined to be insufficient operator training.